Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss checked the system and found few parts to be faulty. Fss replaced graphical user interface (gui) printed circuit board assembly (pcba), network adapter pcba, instrument manager, programmed hard drive, modified ethernet cable assembly, configured subsystem controller pcba and fluid level detector assembly. Fss performed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error), error 502 (prime low bottle height error) and 144 (fluidics vacuum sensors disagree error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.